Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a bladder problem and the device never worked. No further information was reported. If additional information becomes available, a follow-up report will be submitted.